Manufacturer narrative:
(B)(4). Lead: model 3389-40, lot# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead model 3389-40 lot unknown found all conductors were broken 2.7cm from the proximal end and stretched conductors at various areas of the lead. Only a visual examination was conducted due to the returned condition of the lead.

Event description:
It was reported that the patient experienced a loss of stimulation sensation and a return of symptoms. Impedance measurements were over 4 ,000 ohms and an x-ray showed a visible conductor fracture at the patient's neck level. The lead was surgically replaced, and it was reported that the patient was ok.